Manufacturer narrative:
(B)(4). The neurostimulator and lead have been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
It was reported that the pt requested explant of the implantable neurostimulator and lead due to the desire to have a MRI performed for diagnostic purposes. It was suggested that the pt had a "pinched nerve" somewhere. A CT was performed with "favorable" results. The pt had a return of extreme left calf pain. Stimulation was felt in that area, but did nothing to relieve the pain. It was later reported that the pt's pain was present even when the stimulation was turned off. Reprogramming was not performed on the day of surgery to explant the device. The device was accessed prior to surgery to confirm that the device was turned off. No info was provided related to the pt's outcome. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.